Event description:
The customer contact reported the device touchscreen was unresponsive. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events or reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond. No additional info was provided.

Manufacturer narrative:
Testing and investigation at the service center found that the device touchscreen did not respond when the keys were pressed. Further testing found contamination on the bottom of the lcd touchscreen. The nonresponsive touchscreen was found to be due to contamination caused by fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.